Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, fractured PICC's. Treatment was delayed. PICC tissued. Leaking when flushing - split in the line. Last cycle tbg peripherally. No complications during insertion. Inserted in left basilic vein, internal length 44 cm, external length 4 cm, trim length 48 cm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, fractured PICC's. Treatment was delayed. PICC tissued. Leaking when flushing - split in the line. Last cycle tbg peripherally. No complications during insertion. Inserted in left basilic vein, internal length 44 cm, external length 4 cm, trim length 48 cm. No other information was provided. Additional information provided: it was reported, extrvasation of oxaliplatin. The fracture was discovered after the removal of the line. Effect on the patient: interruption of anticancer treatment. Arm moderate harm due to extravasation, remains very painful after 8 weeks and has affected mobility. Big psychological impact.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A small longitudinal split was observed in the catheter tubing between the 6 and 7 cm depth markers, and evidence of kinking was observed at the location of the split. A microscopic observation revealed the edges of the split to be straight and the fracture surfaces were observed to flat and granular in texture. The split was observed to align with a linear impression in the surface of the catheter tubing. The observed evidence of kinking in the catheter tubing suggests the damage may have been caused by material fatigue; however, additional factors such as compressional and/or torsional forces may have also contributed to the observed damage. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, fractured PICC's. Treatment was delayed. PICC tissued. Leaking when flushing - split in the line. Last cycle tbg peripherally. No complications during insertion. Inserted in left basilic vein, internal length 44 cm, external length 4 cm, trim length 48 cm. No other information was provided. Additional information provided: it was reported, extrvasation of oxaliplatin. The fracture was discovered after the removal of the line. Effect on the patient: interruption of anticancer treatment. Arm moderate harm due to extravasation, remains very painful after 8 weeks and has affected mobility. Big psychological impact.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a longitudinally aligned split was observed between the 6 cm and 7 cm depth markers. Adjacent to the split was deformation of the catheter tubing which contained physical features associated with material fatigue. The characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. A measurement of the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.